Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, upon seating of the anvil in the pouch, the clear tubing released without the sutures. The surgeon forcefully tried to remove the suture from the anvil, and the suture broke. The last remaining suture was removed and created an enlarged hole around the post, which required the surgeon to reinforce the tissue surrounding the post. This also caused some bleeding in that area around the post where the tissue was affected. The tissue around the post was bleeding and the hole was enlarged. This required the surgeon to place some sutures into the tissue to close the defect.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.